Manufacturer narrative:
Concomitant medical products: sdr303b ipg implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited pocket stimulation and low impedance. The lead was turned off. No patient complications have been reported as a result of this event.